Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the lcb distal cover glass broken, the suction channel buckled, the nozzle gluing missing, the bending rubber leak, the root brace rubber cut, the remote control buttons cut, the segment loosened, the lg cable connector loosened, the insertion flexible tube (ift) worn out, the light guide cable worn out, and the segment steel braid rupture; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.